Event description:
Event description guidant received information that this coronary sinus lead and this cardiac resynchronization therapy defibrillator (crt-d) exhibited elevated pacing thresholds and out of range pacing impedance. It was reported that this lead was fractured and therefore explanted. New information received that this crt-d emitted beeping tones. Interrogation revealed out of range measurements recorded on the date of the lead revision procedure.